Event description:
From (B)(6) 2012 through (B)(6) 2020, 30 patients with sapien tavr valves underwent post tavr cardiac surgery at cleveland clinic. Of these 30, 4 patients had sapien valves, 4 patients had sapien xt valves, and 22 had sapien 3 valves. Per the article, the valve was explanted in 5 patient that also had an aortic root replacement. The reason for the explants and aortic root replacements were not provided by the authors.

Manufacturer narrative:
The investigation is ongoing. Article reference: yun, james j., et al. Cardiac operations after transcatheter aortic valve replacement. The annals of thoracic surgery 114.1 (2022): 52 to 59. It was unknown which valve the patients received sapien, sapien xt or sapien 3 valves. The PMA numbers are p110021, p130009 and p140031, respectively. The dates of the events are unknown; however, according to the article the study period was from january 2012 through july 2020. For this reason, the first day of the reported study period (01 jan 2012) was used as the occurrence date. H3 other text : the device was not returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided. Therefore, no visual, functional, or dimension evaluation was able to be performed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not performed. As no serial number was provided, a device history record (DHR) review, lot history review, and complaint history review was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve explant unknown was unable to be confirmed due to unavailability of device and/or relevant medical record/imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. Per the report, the valve was explanted in 5 patient that also had an aortic root replacement. The reason for the explants were not provided by the authors. In this case, the reason for explanting the valve was unknown. There is insufficient information provided to determine a root cause at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.